Manufacturer narrative:
The visual inspection of the customer returned ui assembly revealed no anomalies. A failure investigation (fi) technician installed the ui assembly into a fi ventilator to duplicate the reported issue of no screen activity. The fi technician identified the no screen activity was verified and caused by the touchscreen resistance ratio not operating within specification.

Event description:
The customer reported a ventilator had no screen activity. Patient or user involvement information is unknown and was requested from the rse. The customer did not respond. No patient or user harm was reported. The device was evaluated by the customer and an international philips field service engineer (fse). The philips field service engineer (fse) replaced the user interface (ui) assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.